Event description:
It was reported that during use with bd vacutainer® urine collection cup the label was missing from the cup. The following information was provided by the initial reporter, translated from french to english: no sticky paper on ecbu bottle.

Manufacturer narrative:
H.6. Investigation summary: "bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode missing label. Bd was not able to identify a root cause for the indicated failure mode. "

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® urine collection cup the label was missing from the cup. The following information was provided by the initial reporter, translated from french to english: no sticky paper on ecbu bottle.